Event description:
On (B)(4) 2012 it was reported that high impedance was observed at the patient's last visit. X-rays were received and the lead connector pin appears to be fully inserted into the generator connector block. The lead wires at the connector pin appear to be intact. Part of the lead body was behind the generator and could not be assessed. No acute angles or fractures could be found in the portions of the lead that could be fully assessed. Based on the x-rays received, a cause for the reported high impedance could not be determined. Good faith attempts for further information from the physician have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.